Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an im plantable infusion pump for spinal pain. It was reported that catheter "somehow" broke in the patient's system and so the patient had to have back surgery and get the pump replaced. No symptoms were reported and no further complications were expected or anticipated.